Event description:
On (B)(6) 2009, the patient reported that during the night, his infusion site was pulled out of this body. In the morning, he found that the infusion site adhesive was still attached to his skin and the cannula was "pulled out of the site". He changed the infusion site. No physiological effects were reported. Upon follow up on (B)(6) 2009, the patient stated that the issue occurred again "the other day" last week and he noticed that his stomach was "wet" with insulin. He changed the infusion site. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.